Manufacturer narrative:
Based on information provided, it cannot be determined the alleged admission due to heavy drainage, planned surgery, and potential toe amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It was reported the physician planned a surgical procedure and clinical records noted a possible skin graft. A toe amputation was not confirmed. The patient has a significant vascular history including 4-limb deep vein thrombosis, pulmonary embolisms, gangrene, compartment syndrome, endocarditis, and hypertension. Kci made multiple unsuccessful attempts to obtain additional clinical information device labeling, available in print and online, states: warnings: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On (B)(6) 2020, the following information was reported to kci by the family member: the patient was allegedly admitted in the hospital due to heavy drainage from the wound. The family member reported the physician had planned to do surgery and may amputate the toes. A review of the patient's clinical records was performed: on (B)(6) 2020, it was noted the patient would initiate v.a.c.® therapy upon discharge and the patient was to follow up with plastics for possible skin graft. On (B)(6) 2020, the patient was discharged from v.a.c.® therapy on (B)(6) 2020. An evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined the alleged admission due to heavy drainage, planned surgery, and potential toe amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On (B)(6) 2021, kci quality engineering completed an evaluation of the device. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.